Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument could not close the clip. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: the issue occurred when the surgeon attempted to clamp on a vessel or tissue bundle. The surgeon did not experience any issues with the instrument motion. The issue was not related to static movement or unexpected motion. This issue occurred on the second clip application, and the customer used a back up instrument to resolve the issue. The customer said there are photos or videos on this event via the intuitive app; however no photos or videos were attached to the complaint that came through customer portal or by email follow up. Patient demographic information was not provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive medium-large clip applier instrument to perform failure analysis. The instrument was found with both grips bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, a clip cannot be properly loaded into the clip groove of the grip-tips. Components adjacent to this severely bent grip do not show damage. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.